Event description:
The patient¿s pump flipped around (B)(6) 2015. The pump was surgically revised; the pump was flipped back. The reporter was uncertain if the patient had symptoms related to the event. The patient recovered without permanent impairment. The device system was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).